Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The blood glucose reading was not reported. It was reported that the customer was receiving no delivery alarms on the insulin pump prior to the event. It was also reported that the customer had met with a couple of insulin pump trainers to perform troubleshooting to review and try out alternative infusion sets. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.